Event description:
It was reported that the patient underwent a lead revision procedure due to incomplete coverage. The physician confirmed that the patient had lead migration. One lead was explanted and two new leads were implanted. The patient is doing well postoperatively. The explanted lead is expected to be returned for analysis.

Event description:
It was reported that the patient underwent a lead revision procedure due to incomplete coverage. The physician confirmed that the patient had lead migration. One lead was explanted and two new leads were implanted. The patient is doing well postoperatively. The explanted lead is expected to be returned for analysis.

Manufacturer narrative:
The returned device sc-2366-70; serial number: (B)(6) was analyzed and the reported event of loss of stimulation was confirmed. It was reported that the physician confirmed the event of lead migration due to the patient experiencing loss of stimulation. Based on a review of all available information, the cause of the reported event could not be determined. Based on the IFU, lead migration results in undesired changes in stimulation and subsequent reduction in pain relief. The lead passed the impedance test. Lead exhibits normal characteristics. Therefore, the probable cause was determined to be known inherent risk of device. No escalation is required at this time.